Event description:
The customer reported that both of the monitor screens are completely white and the system would not start up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply to the memory was cleaned and dusted. The system was tested and found to be working as intended and put back into service.